Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/27/2016 and found the complete blood count (cbc) waste chamber overflowing. The fse performed waste system flushing and drained liquid from chambers. He also found a broken tubing on pinch valve vl12b and he replaced it to fix both the leak and the cbc waste chamber overflow. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported an uncontained bluish fluid leak from underneath a coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.